Manufacturer narrative:
The insulin pump alarmed motor error during rewind due to corroded motor home switch. Unable to perform displacement test and verify a35 alarm, a54 alarm, a56 alarm, a58 alarm, a60 alarm due to motor error alarm. The insulin pump has minor scratched display window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer's spouse reported via phone call that the customer received multiple error alarms on the insulin pump. It was stated that the alarms received were flash incorrect for factory stored information, reported read error, motor motion error, rf bad data and virtual watch dog alarm. Blood glucose value is unknown. It was advised to discontinue the use of the device and revert to a backup plan. It was advised the insulin pump would be replaced and agreed to return the product for analysis.